Event description:
It was reported that after unpacking the product for a coronary stenting treatment procedure, stent damage was noticed. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - examination identified proximal stent damage. On proximal rows 1-3 the struts were bunched distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that after unpacking the product for a coronary stenting treatment procedure, stent damage was noticed. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable.